Event description:
Event description guidant received information that although this patient's pacemaker was programmed aai with a lower rate limit of 60 pulses per minute (ppm), the pacing rate was observed to be 40 ppm. Upon review of rhythm strips obtained from holter monitoring, the atrial lead appeared to be oversensing electrical signals.

Event description:
Boston scientific received information that although this patient's pacemaker was programmed aai with a lower rate limit of 60 pulses per minute (ppm), the pacing rate was observed to be 40 ppm. Upon review of rhythm strips obtained from holter monitoring, the atrial lead appeared to be oversensing electrical signals. New information became available that this device was explanted for normal battery depletion.

Manufacturer narrative:
The device was reprogrammed to ddd mode and the atrial sensitivity was decreased. The system remains implanted. If additional information becomes available, the event will be reopened. As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.